Event description:
Additional information indicated that this pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the previous device check, this pacemaker device showed 1.5 years remaining longevity and the patient was in atrial fibrillation (af). Moreover, the device was checked again and showed less than 0.5 years remaining longevity with a magnet rate of 100 pulses per minute (ppm). Boston scientific technical services (ts) discussed that the longevity can fluctuate but the magnet rate was more accurate, thus, suggested replacement devices and device follow-up schedules. There was no further information provided. To date, the device remains in service. No adverse patient effects reported.